Event description:
It was reported that when the device, with reload cartridge, was used during a resection procedure, it did not staple. Another device was opened to complete the case. There was no consequence to pt.